Manufacturer narrative:
PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, an ncompass nitinol tipless stone extractor was tested prior to an unspecified kidney procedure and did not function properly. The device would open and close, but the "tip" would not fully retract. A new same type device was used to complete the procedure. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures. According to the initial reporter, the patient did not experience any adverse effects due to the occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Event summary; as reported, an ncompass nitinol tipless stone extractor was tested prior to an unspecified kidney procedure and did not function properly. The device would open and close, but the "tip" would not fully retract. A new same type device was used to complete the procedure. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures. According to the initial reporter, the patient did not experience any adverse effects due to the occurrence. Investigation - evaluation; reviews of the complaint history, device history record, manufacturing instructions, and quality control procedures of the device were conducted during the investigation. No device was returned for investigation. A document-based investigation evaluation was performed. No related non-conformances were recorded, and there have been no other reported complaints for this lot number. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the available information, cook has concluded that a cause for this event could not be determined. There are multiple possible causes for the failure of the basket to close fully. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per a review of risk documentation, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.